Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 7284776, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 475cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. This caused the device to shift. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6)2020 mentor became aware that it erroneously omitted the value from a3 in the initial report submitted on (B)(6)2020. Manufacturer¿s reference number: (B)(4).